Event description:
The customer reported that the system intermittently would not fluoro when the c-arm was rotated with a deep angle or the c-arm cable was stressed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. System operates as intended.